Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported the user hit their ilet on a bed frame resulting in a cracked screen. Part of the screen could be used but the top of the screen was blacked out where it cracked. A replacement pump was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.